Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor adhesive was observed to be returned and intact during visual inspection. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an adverse skin reaction after 7 days of wearing an adc freestyle libre sensor, reporting symptoms described as redness and itching. Customer had contact with a healthcare professional who prescribed hydrocortisone cream and fenistil (antihistamine) gel for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 7 days of wearing an adc freestyle libre sensor, reporting symptoms described as redness and itching. Customer had contact with a healthcare professional who prescribed hydrocrotisone cream and fenistil (antihistamine) gel for treatment. There was no report of death or permanent injury associated with this event.